Event description:
It was reported that the patient went into distress at home while on the ventilator. The ambulance removed the patient from the ventilator and the patient was transported to the hospital. The patient had passed away at the hospital. It was unknown as to what the nature of the patient distress was or how it occurred. At this time, there are no allegations of the ventilator malfunction causing patient harm.

Manufacturer narrative:
The ventilator has not been returned to the manufacturer for evaluation.